Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the patient anatomy of small vasculature, there was difficulty implanting the lead. Multiple implant attempts were made before it was noted that there was a breach in the integrity of the lead. The lead was removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.